Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was difficult to place and after several attempts were made, this lead had perforated the patient's vessel. Perforation was confirmed with the use of contrast through the balloon catheter. The patient had also undergone ultrasound of the heart and had received treatment in the hospital. This lv lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the detailed analysis showed that this lead's allegation was not confirmed. There were no irregularities noted on the returned lead. No anomalies noted in spiral fixation. This lead met specifications.